Event description:
According to the reporter: after firing the product, its jaw did not open. So he had to re-staple with larger margin of tissue than it was suppose to be removed. The surgeon also had to use more staples than it was needed.

Manufacturer narrative:
(B)(4).